Manufacturer narrative:
H2: response to FDA request to send correction for block h, related report number field. All information reasonably known as of 22 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information. The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 06 jun 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A root cause could not be determined. All information reasonably known as of 13 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
Avanos medical inc. Received a single report that referenced four different incidences, which were associated with separate units, involving three different patients. This is the first of four reports. Refer to 9611594-2024-00076 for the second report . Refer to 9611594-2024-00077 for the third report. Refer to 9611594-2024-00078 for the fourth report. It was reported, the corflo nasogastric (ng) /nasointestinal (ni) tubes are breaking at the distal tip or splitting towards the center. No injury or medical interventions reported. Per additional information received on 07-may-2024, the tubes broke on the portion inside the patient. FDA user facility report mw report (B)(4) was received on 07-may-2024 reporting, ¿situation: patient removed ng-tube accidently. The tube just before the tip was ruptured. Background: the patient is receiving ng-tube feeds and meds. One or more of the meds need to be crushed/dissolved prior to admin as they do not come in liquid form. Assessment: there does not appear to be any harm to the patient. Feeds are held until ng-tube can be replaced. Resolution: review product for possible defects as this is the second time this has happened to the same patient. Review practice for administration of crushed/dissolved meds via ng-tube. Avoid forcing clogged tubes and provide unit education on the process for unclogging tubes. Corflo enteral tube 6fr 16" - this item was disposed after event. Lot # unknown.¿

Manufacturer narrative:
The received sample was not returned with the original packaging. Prior to decontamination, the sample was photographed to show the appearance how it was received. The sample device was examined showing that the tubing had signs of damage, it was returned separated into 2 parts. During cleaning and decontamination, a slight build-up/ dirt from the outer tubing was tried to be remove by scrubbing the tubing with lint free towel using tergazyme and soaked in metricide solution. The tube was also flushed through the y connector (proximal end). No resistance was felt while flushing. No substances were flushed out of the proximal portion of tubing. However, the distal portion was flushed, no resistance was felt, yellowish liquid was flushed out of the tube after. Also examined was a complete tearing separation of tubing into two pieces. Approximately at 44cm marking, there was tearing to the tubing identified. No tubing discoloration was observed for this sample. A kinked mark was visible between 74-72 cm marking on the tubing. At the 44cm marked location, the tubing appeared to have expanded to form a balloon shape which burst and causing a separation of the tube into two pieces. When manually pressing the tubing back together, there were thin layers of the material noticed on the ballooned portion of the tube. Both breaking points exhibited no dried foreign material residue. Root cause could not be determined. All information reasonably known as of 11-sep-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.